Event description:
A hospital infection control practitioner reported that four pt bronchial lavage samples were contaminated with pseudomonas aeruginosa after the pts were examined with an olympus bf-160. One of the four pts, symptomatic after the procedure, was treated with antibiotics.